Event description:
Boston scientific received information that the morning following the implant procedure, the patient received multiple inappropriate socks due to oversensing noise while lying down in bed. Therapy was not exhausted as a result of the inappropriate shocks. Impedances increased, but then decreased. Noise could be reproduced in all vectors except secondary vector. Air in the pocket was initially suspected, however the time frame of when inappropriate therapy occurred and implant are past the time frame that air in pocket has been seen in the past. It was then discussed whether a connection or setscrew issue could be the cause. An x-ray was taken which was inconclusive, but boston scientific technical services (ts) thought the electrode appeared to be inserted properly. Subsequently a procedure was performed to check setscrews and connections upon opening the pocket, no issues were observed with either and proper connections were verified. A new device was connected to the electrode and the pocket was closed. Following pocket closure, the same issues recurred because of this, the electrode was suspected to be the cause of the issues, therefore was replaced. Once a new electrode was connected to the replacement device, no further issues were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Setscrew marks were noted on the proximal connector (hva contact); which is the expected location for proper lead insertion. Resistance and hipot tests were then completed to assess lead electrical performance and high voltage insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and details analysis did not reveal any abnormalities. Analysis did not identify any abnormal electrode characteristics that would have caused or contributed to the reported clinical observations. Additional testing was conducted with a pacing system analyzer and diluted phosphate buffered saline. The distal end of the lead was placed in the saline such that the electrodes were completely submerged (sense a to sense b were tested). A bipolar paced impedance test was conducted at 5 v in vvi mode. The result was a 294 ohm impedance. A comparable lead (3400) had an impedance of 346 ohms. This testing further suggests that the sense b conductor was intact and undamaged. A CT scan of the electrode was performed and reviewed by a boston scientific engineer. It was determined that both sense b electrodes have small voids in the weld, but no other defects were found.